Event description:
It was reported that, during a tonsillectomy the evac 70 hp coblation wand presented overheating from which a burn mark could be noticed on the head of the device. Also a passage of current between the evac wand and a competitor device (bengoleas forceps) took place. On a follow-up a burn of the lips of the jugal mucosa and left labial commissure. No delay was reported, and the procedure was finished with the same device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The shaft looks burned. Product was out of the original packaging. The original box was returned. A review of the customer provided images shows a burn around the shaft of the wand and the mouth and cheek of a patient. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation. There was no overheating or arcing observed during testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports, the patient received burns to the jugal mucosa and left labial commissure due to an overheated coblation wand and the electrical arcing between the wand and a competitors (bengoleas) forceps. Reportedly, burn marks were found at the head of the probe. Two provided undated/unlabeled photos were reviewed for this investigation. Of the two provided photos, the device (wand) photo appears to show a black color around the outer diameter of the wand metal tip surface, which appears to be consistent with the reported ¿burned mark found around the tip¿ of the wand. The photo of the patient ¿s (left) corner of the lips, appears to show non-intact macerated skin consistent with a burn (cannot assess the degree based on the image). A photo of the jugal mucosal (inside left cheek) area was not provided. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Conclusion: based on the information provided, the root cause of the reported burns of the jugal mucosa and left labial commissure is a user verses procedural error. Per case communication, it was reported the burn occurred ¿after contact with bengoleas forceps during coblation tonsillectomy, used to remove the anterior tonsil pillar.¿ additionally, while device overheating and arcing between the wand and the competitor¿s forceps was the alleged cause of the patient¿s burns; however, the non-controlled, inappropriate use and failure to monitor the saline flow cannot be ruled out as a contributing factor to the patient ¿s burns of non-targeted tissue. The patient impact beyond the reported is unknown. However, the burns were reportedly managed within the healthcare organization and the ¿patient was discharged to the ¿usual place of residence.¿ the patient has not reappeared as of 8/5/2022. The procedure was reportedly, ¿finished with same device¿ with no surgical delay reported. Therefore, no clinical/medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: 1) contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.